Event description:
The following has been reported by customer: when turning pump on, reports of air in line, when no air in line. Inconsistent of when it works when it does. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.